Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted in 2008, due to unknown reasons. Implant duration zero days. No further details were provided. Information learnt from implant patient registry.